Event description:
The valve was implanted in ventriculo-peritoneal at 110mmh20 in (B) (6) 2002. The doctor has explanted the valve because he has suspected an occlusion of the shunt. The doctor request to check the valve.

Manufacturer narrative:
The incident has been reported to MFR on 11/14/2008. Results of analysis will be developed in a follow-up report.